Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention in which the system was explanted due to the high impedances on the lead. The ipg was replaced and patient has effective therapy post operation.